Event description:
Same case as MFR ID # 2134265-2013-04526, 2134265-2013-04536, 2134265-2013-04537, 2134265-2013-04538. It was reported that during a percutaneous coronary intervention, a vessel dissection occurred. The patient presented with st segment elevation myocardial infarction. The target lesion was located in the left anterior descending (lad) artery. Two ion stents were placed in the lad one mid lesion and one in the proximal lesion. The days after the initial procedure the patient presented again with st segment elevation myocardial infarction. In-stent thrombosis was also noted in the proximal end of stent implanted stent placed in the proximal lad. The lad was wired and mechanical thrombectomy was performed. The lesion was dilated with a 2.5x20mm apex, 3.0x20mm nc quantum, and a 3.5x12mm nc quantum balloons. Ivus was performed and a dissection was noted on the distal end of the implanted stent. The dissection was covered with a 2.25x16mm ion stent. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).